Event description:
The reporter stated that there appeared to be mold present on the product, and that the product had not been opened. The product was not used. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.